Event description:
Customer reports blood glucose result of 170 mg/dl taken on the compact plus system, and a result of 23 mg/dl taken on a non-roche meter. Low blood symptoms reported, and paramedics were called. Customer was treated with glucose IV and taken to the hospital (results on paramedic's meter and hospital unknown). The customer did not provide the location where the discrepant results were obtained. No quality controls were used. Requested return of suspect device and replacement was sent.